Manufacturer narrative:
(B)(4). The incident return electrode was discarded and not available for evaluation. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a pt received a burn on her thigh during a total abdominal hysterectomy procedure. The small burned area was not noticed until the next day. The burned area was along the outer edge where the pad was placed on pt. The pt had no implants or skin sensitivity. The burn was described as being minor and the site believes it may have been treated with cream. The pad was discarded by the site, as the burned area was not noticed until the next day.